Event description:
Vent solenoids clicking while on pt. Alarmed "est recommended and vent malfunction". Vent was changed out with pt "ambu'd". Pt's rr went from >36/min during vent to <16 while ambu ventilated. The vent was pulled from service and changed out. Inhouse biomed eng: diagnostic code 2059 in memory, but not able to duplicate during servicing of unit. Conducted full pvt checkout. All system tests ok to specification. Pb filed service division. Refer to service recap # dd2537. System tests ok/performed complete est. Vent was returned to service.